Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation result: the returned ultratome xl was analyzed, and a visual and microscopic evaluation noted that the cutting wire was blackened, kinked, and broken from the distal pierce hole. The customer provided a picture where was possible to observe the device inside the pouch with the cutting wire broken. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was blackened, kinked, and broken from the distal pierce hole. Based on the condition of the device, the wire break could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2025. During the procedure, the physician preloaded an ultratome xl 30 mm cutting wire with a jagwire 0.035"/450 cm and inserted it through the working channel of the duodenoscope. Sphincterotomy was then performed using electrocautery via the erbe machine, applied through the cutting wire of the ultratome. However, approximately two minutes into the procedure, the cutting wire fractured, leading to discontinuation of its use. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2025. During the procedure, the physician preloaded an ultratome xl 30 mm cutting wire with a jagwire 0.035"/450 cm and inserted it through the working channel of the duodenoscope. Sphincterotomy was then performed using electrocautery via the erbe machine, applied through the cutting wire of the ultratome. However, approximately two minutes into the procedure, the cutting wire fractured, leading to discontinuation of its use. The procedure was completed with an alternative device there were no patient complications reported as a result of this event.